Event description:
In preparation for 2 separate cath lab cases, the staff encountered a problem with the scalpel which is packed in a drape pack. The scalpel was noticed to be defective upon opening the angiopack. The cath lab encountered 2 separate cath lab cases with these scalpels in one week. One scalpel was not intact when the drape packs were opened. The blade end was coming apart. The cath lab technician played with the first scalpel and was able to "fix" it. The second scalpel fell apart and was unusable. There was no injury to any of the health care team members. No patients were involved in these events.======================manufacturer response for procedure pack, angiography pack (per site reporter).======================customer service representative filed a customer complaint. Company to forward mailing labels for return to manufacturer for analysis and investigation.